Event description:
The device exhibited intermittent alarm function. The device was not reported to be in pt use. No harm was reported. On evaluation the allegation was confirmed. The power board was replaced to correct the problem.